Event description:
The ipp device was removed from the pt and an ambicor device implanted because "the pt had some difficulty in handling the pump device mechanism. This difficulty was somewhat increased by the close location of an aus pump device."